Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "mr. (B)(6)., head of theatre, reported via our sales rep (B)(6) that the device broke in the area of the drill's approach when applying. Further mr. (B)(6) stated that surgery was executed w/o delay and finished with desired result."